Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. The inlay appeared to be torn, cuts and particulates were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. (B)(4).

Manufacturer narrative:
Additional information is being requested to determine whether the device is available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Diffuse lamellar keratitis and corneal haze are listed in the device labeling as known potential risks.

Event description:
The subject was enrolled in the ide clinical trial and underwent implantation of the investigational corneal inlay in the left eye on (B)(6) 2013. At the 48-month exam the patient presented with corneal haze and persistent diffuse lamellar keratitis/inflammation. The inlay was explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon provided the following new event information and update. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/20, decreasing to 20/32 at onset of corneal haze (on (B)(6) 2017) and immediately prior to explantation of the corneal inlay. The corneal haze was described as grade 1 with peripheral edge deposits and was associated with mild glare and halo symptoms at night that were not disabling. The surgeon attributed the event to the patient's non-compliance with the prescribed postoperative steroids. At last examination one month post explant, the corneal haze had resolved with some residual peripheral edge deposits; at this visit bcdva improved to 20/20 and the glare and halos resolved. Correction: the diffuse lamellar keratitis (dlk) reported in the initial report was reported in error and the patient did not have dlk.